Event description:
Unomedical reference number 1411781. Event occurred in the (B)(6). It was reported that a child patient experienced high blood glucose level due to bent cannula. Therefore, they tried to treat it with multiple dose injection. Reportedly, the patient faced two bent cannulas for the last 5 days. On (B)(6) 2020, she went to the emergency room with blood glucose level of 528 mg/dl, where she received intravenous insulin and saline. She was unstable and had high ketone level. Subsequently, patient was admitted to the hospital due to high blood glucose level, where she received fluids of saline, insulin and unspecified medication intravenously (drug name unknown) as corrective treatment, which resolved the issue. Moreover, the infusion set had been used for two days. On (B)(6) 2020, she was released from the hospital with no permanent damage and blood glucose level of 134 mg/dl. Further, therapy was resumed on the pump. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.